Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva 22 ga x 1.00in sp with maxzero leaked beyond the septum. The following information was provided by the initial reporter: (B)(4) date of incident: 10-sep-2024 the nexiva needles are consistently causing blood exposure to nurses in multiple ways. On insertion the ¿filter¿ when loosened/removed leaks blood as the coloured end blocks the nurses ability to see the blood coming to the end of the tubing. I have also had blood leak from the top portion of the cap both on insertion of ivf/sl and after removing sl. Blood exposure to nurses from the blunt end, where the grey/white hub gets removed after insertion. 23 sep: this is not a contained issue to only one batch, this is with every box we open. There is not any patient harm from this.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.